Event description:
Procedure type: bullectomy. According to the reporter: the surgeon used an endo gia blue stapler to perform a thoracoscopic resection of lung bullae. He fired the instrument but no stapler came out. Problem was addressed by use of a new stapler. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).